Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user missing irrigation eye/poor irrigation eye/irrigation lumen blockage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warning] 1. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. 2. Do not aspirate urine through the drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that when the foley was flushed with normal saline, the drop could not be passed through. It was later reported from the international business center (ibc) via email on (B)(6) 2019 that the irrigation part of the catheter would not allow infusion of water. On (B)(6) 2019 via email, the ibc confirmed with the customer that during irrigation water would not go through the irrigation port and stayed in the syringe.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user missing irrigation eye/poor irrigation eye/irrigation lumen blockage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warning] do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall."

Event description:
It was reported that when the foley was flushed with normal saline, the drop could not be passed through. Per additional information from the ibc via email 16oct2019; the irrigation part of the catheter would not allow infusion of water.